Manufacturer narrative:
From the document review of the lot involved (1112401a - (B)(4) items produced) no anomalies were found. From the x-ray. Analysis performed by the r&d spine director. It seems that the surgeon pushed the instrument too much lateral causing a plastic deformation of the tip. Therefore, he wasn't able to engage the instrument again on the implant. Alternatively he could have used the mectalif transforaminal implant impactor which is part of the standard instrument set, in order to reach the final/preferred position of the implant. He probably decided to keep the position reached, without any further action, evaluating that the situation was not dangerous for the patient.

Event description:
Imp: (B)(4).